Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Subsequent measurements were noted to be within normal limits at 55 ohms. Review of stored device memory noted that the single out of range measurement occurred at the same time the patient noted passing through a department store anti-theft system that was beeping. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.